Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: during a follow-up with the nurse, it was found that the home patient (hp) has been transferred to hemo dialysis and she no longer has his chart. The nurse did state though that there was no patient injury or medical intervention related to the homechoice or dialysis.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during drain. The home patient (hp) stated that he disconnected during dwell and reconnected after the hc started drain. The baxter technical service representative (tsr) had hp check patient line and it has air in it. The tsr had the hp cycle power and advised the hp to disconnect and restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.